Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that pericardial effusion and pericardial tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A 33mm watchman laa closure device and delivery system was selected and advanced into the watchman access system. After releasing the watchman closure device, a large amount of pericardial effusion was noted. A large amount of effusion was extracted through a pericardial puncture. However, the event was not controlled by the puncture and acute pericardial tamponade was suspected. After cardiac surgery consultation, the decision was made to open the patients chest for an exploration under cardiopulmonary bypass. Surgical thoracotomy was performed and the watchman closure device was explanted. The doctor made the decision that the patient was not suitable for laa closure at that time because of the short timeframe, so the laa closure was not completed. The patient is currently stable.